Manufacturer narrative:
Device passed the self test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No absence of alarms noted during the testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not alert when blood glucose is low or high. The customer's blood glucose was 67 mg/dl at the time of incident. The customer's blood glucose was 279 mg/dl at the time of call. Self test was performed and passed. The customer then reported that the insulin did not alarm when there was a low blood glucose predict at the time of call. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis. The insulin pump was returned for analysis.